Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was venous closure of the right common femoral vein using a proglide device after a ablation interventional procedure using an 8f sheath. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1: corrected first, last name from (B)(6). E1: corrected title from ms. To dr. E3: corrected occupation from other health care professional to physician.

Event description:
It was reported that this was closure of an unspecified access site using a proglide device after a unknown procedure. Reportedly, a suture break occurred when the plunger was removed with three proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated the additional devices referenced in b5 are filed under separate medwatch report numbers.